Manufacturer narrative:
It was reported that replacement poly inserts have been ordered for revision surgery. Reason for revision is due to laxity. Revision surgery is planned for (B)(6) 2021. The original surgery date was (B)(6) 2020. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been ordered for revision surgery. Reason for revision is due to laxity. Revision surgery is planned for (B)(6) 2021. The original surgery date was (B)(6) 2020.